Event description:
Recently, co bought the urine dipstick from another co. The co has placed an asterisk outside the device packaging indicating that the device has an improved protein color chart and an improved chemistry pad. Since the arrival of the new package the protein reading has been showing positive on every pt regardless of how many times the device is changed. Facility stated, there is no equivalent product on the market to switch to. The facility has contacted the co and they are friendly but are not doing anything to fix the problem. Facility believes that the co should make the product the way the other co used to.